Event description:
It was reported that the patient presented to the clinic and the pulse generator was in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.